Manufacturer narrative:
Corrected information was provided in d.1, d.4, d.9, h.2, and h.11. The product lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was spontaneous cutter reflex and inadequate suction during surgery. The procedure type and other surgical details were unknown, and there was no information about patient impact. Additional information was requested and non-received till date.